Event description:
Customer reported the system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated and repaired the system. System operates as intended.